Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was testing inaccurately. The (B)(4) was unable to get in touch with the patient for follow up questions and so the complaint was classified based on information obtained by the customer care advocate (cca). It is not known when the alleged issue began. The patient claimed she obtained blood glucose results of "104 and 58 mg/dl" on the subject meter. It was not specified what the patient was comparing these results to (i.e.: feelings, normal results, another device, or lab). The patient stated that she is on insulin pump therapy and denied making any changes to her normal diabetes management as a result of the alleged issue. The patient informed the cca that she "passed out" at an unspecified time after the alleged issue began. The patient reported being treated by emergency medical services (ems) on (B)(6) 2012 after 7:15 p.m. The patient did not provide the specific treatment administered by ems to the cca. The patient also mentioned that her blood glucose was tested by ems at the time she was being treated. However, the patient did not provide the cca with the blood glucose result obtained by ems. The patient informed the cca that she was instructed to have the subject meter checked out by ems due to her "passing out." During troubleshooting the patient did not have the test strips that were used at the time of the alleged issue. The cca confirmed that the subject meter was set to the correct unit of measurement. The issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly "passed out" after allegedly obtaining inaccurate results on the subject meter. In addition, the patient reported having to be treated by ems due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.